Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was explanted and replaced due to a pocket erosion. No further information is available at this time.

Event description:
New information received notes the patient was asymptomatic before, during and after the explant and there were no complications.

Manufacturer narrative:
Correction: the awareness date of the supplemental report submitted (B)(4) 2019 with the device evaluation should be (B)(4) 2019 rather than (B)(4) 2019. (B)(4) 2019 was the device evaluation completion date while the product was received (B)(4) 2019 as noted in the previous supplemental.

Manufacturer narrative:
The reported field was not confirmed in the laboratory. The device was tested and no anomalies were found.